Event description:
Complainant alleged that during functional testing, the device's defib output was out of specification. The device also prompted a "do not use" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.